Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to a dislocation occurred (B)(6) 2020. Humeral cup, glenoid baseplate and glenosphere were removed and replaced by stability humeral cup, glenoid baseplate and glenosphere. First revision surgery on (B)(6) 2020; primary surgery on (B)(6) 2020.